Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and the battery interconnect board was replaced. The device was recertified and returned to the customer. The battery interconnect board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty fuse on the battery interconnect board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.